Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead the patient experienced supra ventricular tachycardia (svt). The rv lead was removed and replaced with a different rv lead to complete the procedure. It was also reported that during implant the left ventricular (lv) lead dislodged, and was replaced with a different lead to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead the patient experienced supra ventricular tachy cardia (svt). The rv lead was removed and replaced with a different rv lead to complete the procedure. It was also reported that during implant the left ventricular (lv) lead dislodged, and was replaced with a different lead to complete the procedure. No further patient complications have been reported as a result of this event.